Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor was working intermittently. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Event description:
Importer reference #: (B)(4). Manufacturer reference #: (B)(4).

Manufacturer narrative:
During on-site troubleshooting performed by our field service engineer (fse), it was found that the compressor was intermittently unable to produce enough pressure. Water reservoir (drainage bottle) was missing and drainage tube was kinked and taped in an effort to hold the kink in place and to keep moisture from flowing out. The fse replaced the drainage tubing and installed a new drainage bottle. The device was run for one hour with test nipple for continuous operation of the compressor. Device ran appropriately. However since the failure was intermittent, the fse asked the hospital¿s biomed to continue to test the compressor over the next day to assure the device ran appropriately. When contacted later on, the customer confirmed that the compressor was working properly and it has been returned to clinical use. No picture has been received of the kinked tube and the part has been discarded. It is therefore not possible to determine if the kink or the way the tube was taped might have affected the compressor¿s ability to build up pressure. A missing drainage bottle has no impact on the compressor¿s functionality it is only a water reservoir where the water that is extracted from the compressed air is collected. The most probable root cause to a kinked tube and a missing drainage bottle is rough handling and misuse. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).